Event description:
It was reported that the pacemaker patient passed away in 2025 (exact date not provided). It was noted that the patient had two implanted pacemakers, one on each side of the chest. The device model, serial number and exact device issue were not reported. Contact details for the reporter were also not reported.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded that there was no problem detected with this device. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory.